Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 37 and 48 hours. Symptoms reported included stomach pain and vomiting. When the pod was removed the cannula was not visible, therefore indicating that a needle mechanism failure had occurred causing the cannula to retract. The patient was treated with lansoprazole for the stomach pain. The patient left the ER 2.5 hours later, on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.